Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. Boston scientific reported that this patient exhibited fever and malaise. Generalized sepsis was diagnosed, and an echocardiogram revealed vegetation on the pacemaker leads. The system was explanted, an external pacemaker was installed, and the patient will have a new device implanted at a later date. No additional adverse patient effects were reported. The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.